Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the intensive care unit after passing out. The device undersensed true ventricular tachycardia and ventricular fibrillation episodes. Programming changes were recommended. No further information is available at this time.